Manufacturer narrative:
The case was completed successfully with another implant.

Event description:
Implant would not hydrate. Surgeon saturated the implant in nearly 20cc of blood, and after a few minutes, the surgeon went back in and pulled out the implant. It was still really firm.